Manufacturer narrative:
(B)(4). Concomitant medical products: item number: 00630505036, item name: liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells, lot #: 61771168. Item number: 00625006525 ,item name: bone scr 6.5x25 self-tap, lot #: 61760567. Item number: 00625006525, item name: bone scr 6.5x25 self-tap, lot #: 61836031. Item number: 00771101020, item name: femoral stem 12/14 necktaper plasma sprayed press-fit cementless size 10 extended offset, lot#: 61729268. A versys femoral head was returned to the product surveillance team for evaluation. As returned, the conical taper exhibited dark debris and a thread-like pattern. The product identifiers were determined to be conforming to print specifications. Analysis identified deposits on the chamfer and taper surface in circumferential bands, likely due to collection of debris in the imprinted grooves left from the surface texture of the 12/14 taper. Quantitative eds analysis identified combinations of biological materials as well as elevated levers of cr, mo, and o, potential evidence of corrosion products. Titanium was also identified, likely transfer from the stem taper. A poly liner and a lock ring were returned with the head. Both products exhibited damage consistent with explantation. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Review of x-ray identified a right total hip arthroplasty that was appropriately positioned and anatomically aligned. No fracture, malalignment, and appropriate sizing, or areas of bone resorption. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: on 11 sep 2018, the patient had pain and was tested negative for infection. There was cloudy fluid when pseudocapsule entered and appeared to be under tension. Corrosion was visible on the trunnion and the inner surface on the head. There was soft tissue destruction and debridement performed. Lab tests for elevated ions were performed on 11 jul 2018 and identified elevated cobalt ions. The lock ring was damaged. Poly and head were exchanged. The lock ring was bent during tech evaluation. However, it is unknown if the damage was during removal or prior to that. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported right tha performed. Subsequently developed pain, and elevated cobalt levels. Revision of right tha performed seven (7) years post implantation. Surgeon noted tissue damage due altr, corrosion. Attempts have been made and additional information on the reported event is unavailable at this time.